Event description:
Pt in surgery for left acetabular fracture repair. An arthrex percutaneous insertion kit for 2.9 mm plus/lock was utilized for the case. A drill bit that came in the kit broke while the surgeon was drilling. All pieces were retrieved in its entirety. C-arm used in case. Rn clinical leader and nursing operations mgr notified.